Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source displayed an error and was beeping constantly. The front panel button for brightness changed from auto to manual without being pressed. The air button changed from l to m without being pressed. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the power switch was stuck, faulty front panel board. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was traced to a component failure. In addition, the cause of the power switch being stuck and the faulty front panel board was also traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.